Event description:
During an unk procedure the device blew apart when a 12 mm blunt tip trocar was introduced into the device. Another device was used to complete the case. There was no pt consequence.